Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a crack down the reservoir compartment and around the rim of it and she was worried the reservoir was not as secure in the place and was not properly dispensing insulin. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had received failed battery test, there were cracks on the corner of the screen, and it had received unexplained no delivery alarms. The insulin pump will not be returned for analysis.